Event description:
Report received from abbott international affiliate (abbott france) of an inaccurate delivery. It was reported that the pump delivered double the programmed dose. It was unknown whether the pump was connected to a pt at the time. No information was available regarding what was infusing, the pump settings, or any patient information.